Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported no delivery alarms, as well as being hospitalized for high blood glucose levels, with a reading of 768mg/dl. The customer tested positive for ketones. The customer stated that he felt his blood glucose rising, but he couldn't check his blood glucose levels because he ran out of test strips. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. However the daily totals did not add up correctly. Advised that the insulin pump would be replaced. Nothing further was reported.